Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the pace/sense impedance of the right ventricular (rv) lead was high, and a fracture occurred after trauma to the shoulder. The lead was explanted and replaced. No patient complications have been reported as a result of this event.